Event description:
It was reported by the patient that she underwent breast surgery on (B)(6) 2011 and topical skin adhesive was used. On (B)(6) 2011, the patient experienced blistering, oozing, rash and pain, which grew worse the week of (B)(6). The patient took benadryl, extra strength tylenol, and tramadol . On (B)(6), the patient was prescribed hydrocort cream. On (B)(6), she was prescribed bactroban cream. Neither of the creams quieted the problem. On (B)(6), the patient started using silver sulfadiazine cream. The skin adhesive was removed on (B)(6). At that point, it was loose and drying so the physician used tweezers to remove what remained. There was no other method used to close the wound because it was already sealed. There were no patch sensitivity tests performed. Currently, the patient is much improved. The silver sulfadiazine cream has helped. She applies the cream twice daily. The color has changed from red with lots of bumps to a pale pink. There is still one very small area that is puffy and seeps on occasion. It now appears to be healing.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The scab over the site now looks healed. The patient is still experiencing occasional pain. (B)(4).